Event description:
It was reported to philips that the system prompted that the x-ray tube was defect. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during an electrophysiologic surgical procedure. The procedure was completed as planned using 3d mode after a half hour delay. No harm or injury was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting and analysis of the system log files found the following errors: "point: small filament regulation fault" and "point: large filament regulation fault". Testing of the x-ray tube determined that the tube itself was functional but the power inverter (point) was defective. The fse replaced the power inverter. The defective part was returned for failure analysis and the failure analysis team found that the filament fuses within the inverter were defective. After the power inverter was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.